Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the nosy image occurred to cable failure due to flooding from cable scratch. However, could not identify the cause of the defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found following non-reportable issues: water tightness was lost due to poor water-tightness of cable unit and due to damage on the cable unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, 4k camera head, to the olympus service center. Upon inspection and testing of the returned device, it was observed that noise occurred and no image was displayed due to damaged and cracked cable. This report is being submitted for the event found during evaluation. There was no patient involvement.